Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings:the pump failed to power on during investigation. Additional testing could not be completed. The pump casing was opened and there was evidence of moisture damage found on the printed circuit board. Unrelated to the original complaint, investigation revealed moisture in the display and a pump casing crack near the top right corner of the display. Leak testing revealed a leak at the casing crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damage to the battery compartment or battery cap and confirmed that the battery cap was able to secure properly to the pump. During troubleshooting, the reporter was advised to insert a battery from a new pack, but the issue remained unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.